Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of her son's blood glucose levels being high. The customer's blood glucose level was in the 600mg/dl. The mother states the customer's site fell off after school and then it was changed again for the high blood glucose levels. The mother declined to troubleshoot. Nothing is being returned or replaced at this time.